Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the prongs of the inserter from an ar-3688 knotless fibertak biceps implant system broke off during insertion. This was discovered during a subpectoral bicep tenodesis procedure on (B)(6) 2024. Additional information received on 12/16/2024: the lot number remains unknown. The implant remained in the patient, and the broken fragments could not be retrieved. The case was completed using an ar-3688 knotless fibertak biceps implant system. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.